Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing investigation revealed the item was received with the body/collet assembled to the screw. Due to the screw returned in its assembled state, features pertaining to the complaint could not be evaluated. It is concluded this complaint is considered indeterminate.

Event description:
It was reported that during an l5-s1 transforaminal lumbar interbody fusion (tlif), the head on the 6.0mm matrix polyaxial screw disengaged after being manipulated with the head turner.